Event description:
Pt called complaining of pain and being sick for 3 years. She had 2nd surgery in 2007 while still having 1st one inside the body. She stated that it is like something floating inside her, and cut away her colon. Pt stated that she can't sleep, can't eat something. She was losing weight. Pt was aware of product recall, but wanted to know what kind of mesh is hers. She went to doctor and they allegedly are also trying to find out what type of mesh was implanted in her. She could not provide any device ID number.